Event description:
It was initially reported by the surgeon that the pt was referred to him for full revision due to high lead impedance. It was stated by the family that the device has been working really well until recently. Device was last checked in (B)(6)2009 and everything was okay. Pt's generator was placed in the scapular region and surgeon felt that this may have contributed to a break in the lead. Pt is also having an increase in seizures and physician feels that it could be related to the non functioning vns. Pt had her device replaced. Good faith attempts to obtain the explanted products for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.